Manufacturer narrative:
Additional information: according to the information received from the field the concerned device was explanted due to an infection and extrusion of the device through the skin in the post-operative period. A review of the device's sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Reportedly the recipient has a thin skin and used the lowest external magnet. The explanted device has not been received for investigation yet.

Event description:
There was skin necrosis and exposure of the implant body. Moreover, the cutaneous infection started on the 74th post-operative day. Necrosis started near the electrode array and upper portion of the capsule of the external processor. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
There was skin necrosis and exposure of the implant body. The device was explanted on (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation of the received parts did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. According to the information received from the field the concerned device was explanted due to an infection and extrusion of the device through the skin in the post-operative period. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process, thus no available information points to the implant being the source of infection. However, a device contribution to the subsequent development of the extrusion cannot be ruled out. Reportedly, the recipient has a thin skin and used the lowest external magnet. This is a final report.

Event description:
It was reported that the user had skin necrosis and the implant body was exposed. Moreover, the cutaneous infection started on the 74th post-operative day. Necrosis started near the electrode array and upper portion of the capsule of the external processor. The device was explanted on (B)(6) 2024. The user was reimplanted with a new device on (B)(6) 2024.